Event description:
It was reported that the patient presented to the emergency room with bradycardia and syncope. Upon interrogation, the right ventricular lead was found to be fractured. Lead impedance fluctuated as well as there was over and undersensing noted along with intermittent loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.